Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental.

Event description:
Pt had complaints of ongoing neck pain, headache and neck/throat tightness. In addition, the patient believed that he may be allergic to the metals in the fusion plate and ultimately requested that the plate be removed. It is important to note that the patient had the plate implanted in 2006.